Event description:
It was reported that the user¿s ilet pump screen shattered during yard work, resulting in loss of on-screen functionality while blood glucose control was reportedly unaffected. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included a replacement device shipment with instructions to return the original device, sync data via the mobile app prior to return, and complete a new startup on the replacement, while continuing cgm monitoring with the dexcom app or receiver. Investigation included a review of the reported product condition and coordination for device replacement and return. Investigation of this device revealed external physical damage to the display consistent with accidental impact, affecting the user interface but not reported to affect therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.